Manufacturer narrative:
Section a2, a4, a5 (ethnicity): unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor tried a new preloaded lens product. It was noted that no in-service training was provided. Nevertheless, the doctor tried to fill the cartridge with viscoelastic, tried to insert the lens and what came out was what looked like dried viscoelastic it was essentially a pulverized lens. The doctor tried a second lens, same model. The doctor put the viscoelastic in, waited for a minute, tried to inject it and wound up with the same problem. Now he is sitting in the operating room with a patient that has no implant that he consented for - he had to have a conversation with the patient under anesthesia about whether or not to put in an implant. The doctor ended up putting in a zcb00 of the same power. The doctor now has a patient with severe corneal edema and very poor vision after trying to put 3 lenses in his eye. It was learned that the corneal edema has not been 15 days since the incident. Also, the visco used was from a non-johnson and johnson visco. Zcb was used without incident and remains implanted. Last patient update is 1 day post op corneal edema. No other information was provided.